Manufacturer narrative:
Correction: - catalog number the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a fresenius optiflux 180nre dialyzer that leaked at the connection between the dialyzer and the (non-fresenius) bloodlines. Upon follow up with the nurse, it was reported that there was no specific allegation or complaint against the dialyzer, and the nurse advised it seemed to be a user error that caused the blood leak. The estimated blood loss to the patient was 10ml, and the patient remained on the same machine and completed treatment with the same supplies. It was confirmed there was no injury, adverse event, or medical intervention as a result of the issue. It was confirmed the lot number of the dialyzer was not available. Additional patient and device information was requested, but was not provided. If additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. It was noted that the clinic did not receive dialyzers directly from the fmc-na rtg llc; however, the product may have been purchased through 3rd party vendors. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Added UDI the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.